Event description:
It was observed that during the device evaluation, the rigid video scope exhibited damaged fiber bonding in the outer tube area (distal end), broken light guide bundle of the video cable section and the light transmission was lost or too low. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.